Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The non totally occluded target lesion was located in a coronary artery. A 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the stent was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 289mm distal to the strain relief. There were also several kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The non totally occluded target lesion was located in a coronary artery. A 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the stent was damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.